Event description:
It was reported that patient underwent hip arthroplasty procedure in 2008. During surgical procedure, the pin and clip on the cup inserter broke during impaction. Fragment was retrieved from the surgical site without difficulty.

Manufacturer narrative:
Evaluation of returned device found product supplied by vendor did not meet biomet design specifications.